Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned discrepant depressed na results is unknown. The account had trouble calibrating the imt on (B)(6) 2015, questioning the potassium (k) slope. The account recalibrated the imt successfully and proceeded to report patients that day. No repeat values on the questioned depressed na result samples were provided. No further evaluation of the device is possible as no further information was provided.

Event description:
Customer complained of discrepant depressed sodium (na) results on patient samples. Patient results were reported to physicians. A physician questioned the results as low relative to historical values for the patients. Patient treatment was altered or prescribed for eight patients on the basis of the questioned depressed na results. The customer reported that an intravenous treatment was administered on the basis of the discrepant depressed na results. There was no report of adverse health consequences as a result of the discrepant depressed na results or intravenous administration.